Manufacturer narrative:
No unexpected missing segments/partial display anomalies were noted. The pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and self tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had missing segments/partial display. Customer's blood glucose at time of incident was unknown. Customer reported the miss lcd lign.